Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-05863.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient has 2 scs systems, this report is regarding the thoracic system. Device 2 of 2. Reference MFR. Report#: 1627487-2019-05863. It was reported the patient experienced ineffective therapy from scs system. As such, the patient underwent surgical intervention wherein the ipg was removed. The lead remains implanted and may be removed at a later date.